Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The issue occurred because the main board failed. The root cause of the main board failure could not be conclusively identified. Based on the event, it was likely that the issue occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction was likely to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board was likely due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). The instruction for use (IFU) states the following guidelines: the following is described in chapter 7.1, "how to identify the cause of an abnormality and how to deal with it". -abnormality: all leds are off. -cause: an abnormality has been detected in the internal circuit of this product.

Event description:
Additional information was received from the user facility. The procedure was completed using a different device, there was no procedural delay, medical intervention or patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The high flow insufflation unit was alarming and shut off during the burn-in test because the main board was faulty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that while using the high flow insufflation unit during a diagnostic procedure, the alarm sounded (loud buzzing and ringing noise) and then it had shut off. No patient harm was reported.